Event description:
Event description guidant received information that two weeks following an implant procedure, a right ventricular (rv) passive fixation lead became dislodged. It was determined at the revision procedure that this rv lead could not be suitably repositioned due to patient condition. A new competitor's rv active fixation lead was successfully placed.